Manufacturer narrative:
This complaint was reopened in reference to qab 2154. Investigation: ( description incoming product condition). The valve was returned in a plastic container. The valve was submerged in an unknown liquid. Summary: first, we performed a visual inspection. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability. The valve was shown to be permeable with difficulty. Then we carried out a computer-controlled simulated flow text. The measured opening pressure was within the accepted tolerance. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of under-draininage. At the time of our investigation, the valve was operating within the especified tolerances. It is possible that the deposits observed inside the valve could have caused the malfunction/underdrainage in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a gav system was suspected of under drainage postoperatively. The patient was originally implanted on (B)(6) 2015. Tlhe valve was explanted on (B)(6) 2016 and returned to the manufacturer for evaluation. Further details were not provided. Patient symptoms due to under-drainage were not noted. Height: (B)(6).